Event description:
During a training session, approx seven syringes were found to be defective. After engagement of the safety and retraction of the needle, the point of the needle could be seen outside of the top of the barrel of the syringe when the syringe was held plunger side up.